Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 314.453, lot # 9023821: manufacturing location: (B)(4), manufacturing date: 24. Jun.2014: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on receipt of the loan set from distributor, the specialist checked it and found that the screwdriver and a drill bit were broken. No patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. One (1) drill bit (part # 314.453, lot # 9023821) was received for investigation. The visual inspection has shown that the torx recess is badly twisted and therefore out of function. Due to this damage, it is not possible to measure anymore the geometry of the torx recess. DHR review of complained screw driver shows that this specific lot was released after complete final inspection with no findings in june 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Used raw material could be identified. The measured hardness between was according to specification. In addition, these instruments are subjected to a 100% control before they leave the manufacturing facility. Visual investigation shows that the tip of the screwdriver is twisted in clockwise direction. This indicates exceeding applied torsional force while screw insertion. Visible signs at the coupling parts also indicates heavily applied mechanical force during use. No product related issue could be identified. This complaint is determined as confirmed due to the fact of the twisted tip but not valid from manufacturing examination. Too high applied torsional force would be most probably root cause for the reported damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.